Event description:
Event: intervention treat type I endoleak. Case detail: it was reported in 2003 (post procedurally) that the patient's right common iliac artery failed to seal. The physician elected to sew the right graft limb into the vessel.